Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is under-delivering insulin during bolus. Customer stated that he received the notification letter regarding the vent blockage. Customer's blood glucose reading is 146 mg/dl. The insulin continues to drip after the motor has stopped during the manual prime process. Nothing further reported.